Event description:
Customer initially reported their abbott diabetes care device would not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button, retained test strips, or usb cable. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly and burn marks were observed. Extended investigation has also been performed. Additional internal visual inspection has been performed and burn damage was observed on component u13. The reader's returned battery was measured at 2.98v which is outside of specificaion. The battery was replaced with a new un-used battery. An attempt was made to power on the reader after battery replacement and the reader did not power on or charge, it has been determined that the burn damage to component u13 is consistent with the customer using an un-approved usb power adapter. As the customer has not returned the cable or power adapter, it is unknown if they were using the charging cable and adapter provided by abbott diabetes care (adc). The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to a use issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the cable and power adapter are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.